Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent oversensing of right atrial (ra) signals. There was no pacing inhibition or inappropriate shocks. The rv pacing impedance measurements were decreased, but not out of range. The device was reprogrammed and the patient was being monitored at that time. It was later reported that the rv lead exhibited decreased pacing impedance measurements of less than 200 ohms and increased pacing threshold measurements. The lead was tested which was noted to be fine, and no noise was observed. The patient was not rv pacemaker dependent, and the lead appeared to be sensing and pacing appropriately. Continued monitoring was discussed. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent oversensing of right atrial (ra) signals. There was no pacing inhibition or inappropriate shocks. The rv pacing impedance measurements were decreased, but not out of range. The device was reprogrammed and the patient was being monitored at that time. It was later reported that the rv lead exhibited decreased pacing impedance measurements of less than 200 ohms and increased pacing threshold measurements. The lead was tested which was noted to be fine, and no noise was observed. The patient was not rv pacemaker dependent, and the lead appeared to be sensing and pacing appropriately. Continued monitoring was discussed. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that this rv lead also exhibited noise and oversensing. Possible causes of the noise were discussed with the health care professional (hcp). The lead remains in service. No adverse patient effects were reported. Additional information was received which reported that this rv lead was later explanted due to the previously reported issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. It was noted that the lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information was received which reported that this rv lead also exhibited noise and oversensing. Possible causes of the noise were discussed with the health care professional (hcp). The lead remains in service. No adverse patient effects were reported.